Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump failed volumetric testing. Mmdg followed up with the initial reporter who stated that this had occurred during testing, and that no patient had been involved. (B)(4).